Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused a patient to develop shortness of breath and a cough. The patient was prescribed antibiotics and an inhaler in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging a device's sound abatement foam became degraded and caused a patient to develop shortness of breath and a cough. The patient was prescribed antibiotics and an inhaler in response to the reported event.the device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of contamination on fine dust contamination observed on and in the blower, wear and tear including scuffs, dark marks, and indeterminate contamination on exterior of device and dark contaminant inconsistent with degraded sound abatement foam, other unidentified contaminates were observed on the exterior of the mask. The manufacturer was also found evidence of water ingress to the blower box on the blower. The manufacturer found no evidence of sound abatement foam degradation.the humidifier was returned to the manufacturer's product investigation laboratory for evaluation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of contamination consistent with keratin contamination and/or bio-contamination was observed on the humidifier flip lid seal.the device's event logs were downloaded and reviewed. The manufacturer found 4 instances of e-53 and 1 instances of e-130.the manufacturer concludes there was evidence of contamination consistent with keratin contamination and/or bio-contamination was observed on the humidifier flip lid seal, contamination on fine dust contamination observed on and in the blower, wear and tear including scuffs, dark marks, and indeterminate contamination on exterior of device and dark contaminant inconsistent with degraded sound abatement foam, other unidentified contaminates were observed on the exterior of the mask, evidence of water ingress to the blower box on the blower. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.in the previously submitted report section g3 was incorrect, the correct g3 section was 06/15/2021.section b3, d9, d10, g3 and h6 has been updated in this report.